Manufacturer narrative:
E1 - initial reporter phone and email was unknown. H4 - device MFR date: unknown. Device was returned for investigation. It was reported that the internal silicone seal was stuck down on each sample as received. Each clave was disassembled. The internal spike on each sample was found to be bent and broken. The reported complaint of no flow can be confirmed due to the damage found on the internal spike of the clave. This complaint is being escalated to an ongoing CAPA investigation to further evaluate root cause, assess historical production risk, and implement appropriate corrective actions. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
The event involved a clave connector, non-sterile. The reporter stated that an attempt was made to aspirate medical fluid using a syringe fitted with a spiros connector. However, no fluid flow was obtained. In addition, the silicone septum of the clave connector (081-c1000ns) was found to be depressed (collapsed), which was observed in two (2) units. The medical device used in combination with the clave was the spiros connector. The clave connector (081-c1000ns) is a component of pal medical¿s spike (item number: pbc-10). The event occurred during use on patient. A healthcare professional became aware of this event during the use of the product. A medication was being used with this product; however, the medical fluid was unknown. The was not product reprocessed or re-sterilized prior to use. There was an unknown contaminated or contain a biohazard or chemotherapeutic agent in the product. There was patient involvement, but no delay in therapy and no adverse event. No one was harmed as a result of the reported event.